Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
A PICC line required repositioning, and was repositioned with use of a nitrex guidewire. A chest film taken two days later revealed a wire fragment extending from the tip of the catheter. A CT scan of the chest confirmed x-ray findings. Patient taken to interventional radiology for transcatheter retrieval of wire fragment, which was successful. A follow up venogram showed no evidence of complication.